Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to general unwellness. A low blood pressure was detected and was taken care of clinically. Looking at the log file history, the power reading was noted to increase from the usual average of 5 watts to over 9 watts. The fixed speed was not able to be reached despite well filled left ventricle. The log files were downloaded and analyzed and high readings in power, rotor noise, and temperature were detected. The high power consumption was reported to be due to the imbalance of the rotor which caused the motor to work harder to maintain levitation. The scenario was said to has probably occurred due to an unstable rotor and some form of occlusion. The only confirmation for the occlusion were reported to be the readings of the pump parameters. The patient underwent an echocardiogram. However, the images could not be provided. Other than the low blood pressure the patient had slight nausea and loose stool. Their medication was adjusted to increase the blood pressure slightly. The patient was stable. Additional information was received that the elevated pump power, rotor noise, and temperature were resolved by exchanging the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number (B)(6), was not returned for analysis. Per additional information, the system controller was not returned for evaluation, as it was disposed of. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. The heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.